Event description:
Patient reported that 6 months after injection with juvederm voluma xc, they experienced nodules on the lower face, cheeks and bottom area by nasolabial folds. Patient also noted the area was "discolored, sort of bluish in color." Hyaluronidase was provided as treatment, however the patient still feels the nodules, and believes that they have increased since treatment of hyaluronidase. Patient stated that injecting healthcare professional believes it is an autoimmune reaction subsequent to a surgery done on the collar bone. Further follow-up with the injecting healthcare professional provided with following additional information: immediately after injection in the malar area with juvederm voluma xc patient experienced "nodular bruising" in the right molar. Patient was also injected with juvederm ultra plus xc in the "lower face" one week later. Approximately 7 months later, following a "shoulder surgery," nodules reappeared in the same area. Healthcare professional also referred to the patient report of a "bluish, discolored area" as bruising. Patient was treated with hyaluronidase which "lessened the nodule, but new nodules then appeared in the lower face, reportedly." Patient has been since referred to a dermatologist. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2015-00360 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspected product, juvederm voluma xc.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of bruising, nodules and autoimmune reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2015. Device history record summary. The documentary research in the batch file shows that no element could explain these reactions all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.